Event description:
Philips received a complaint regarding a v60 ventilator exhibiting a frozen and unresponsive touchscreen that failed to calibrate. The device was not in use on a patient at the time of discovery; consequently, no patient or user harm was reported. A technical assessment by a remote service engineer (rse) confirmed the device failed to meet product specifications. The cause or most likely cause of the malfunction was due to a faulty touchscreen or user interface (ui) printed circuit board assembly (pcba), so the remote service engineer (rse) provided the customer with the part numbers and prices of the replacement touchscreen and ui pcba for repair. Final investigation and disposition are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the troubleshooting/evaluation and repair; however, no response was received, and the malfunction could not be confirmed. The cause or most likely cause of the alleged malfunction cannot be determined at this time as it is unknown which tests were performed to replicate the alleged malfunction and determine the cause. It is also unknown what the outcome of the issue was or how the issue was resolved. No further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.